Event description:
Risk: patient was having a right subclavian/brachiocephalic stent placed by doctor. A 12mm/60mm fluency plus stent was advanced over the wire through the stenotic area. The stent failed to deployed. It was therefore removed intact and placed in a biohazard bag. It has been reported to the company, bard inc., and is being sent to them for examination per their instructions. The clinical specialist was in the department at the time of the incident and made the report to the company. The stent that did not deploy was a fluency plus endovascular stent graft 12mm/60mm - reference # fem12060, lot # anzg1826, expiration date- 7/17/2018. Another fluency plus stent-same size was advanced through the stenosis and was deployed with no issues. The patient's procedure was completed with no issues.